Event description:
The user facility reported that during a patient procedure the table unlocked and rotated 180 degrees. The operator attempted to re-lock the table using the hand control; however, the table was unresponsive to hand control commands. The operator used the override switches to resolve the issue and the procedure was completed successfully. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Contrary to the facility's report, a steris service specialist arrived at the facility and was informed the doctor requested the table be unlocked in order to rotate the table 180 degrees. When the facility attempted to relock the table, the table was unresponsive to hand control commands. A steris service specialist inspected the table and hand control and found the red battery indicator was flashing red on the hand control indicating the table batteries needed recharging. The service specialist then inspected the table and found the motor batteries were depleted and not holding a charge. To repair the table, both the motor batteries and control batteries were replaced, the table was tested and found to be operating to specification. The table was installed in (B)(4) of 2010 and is not under steris service contract. Section 1-1 of the 3085 sp operator manual states, "warning - do not release floor locks while patient is on table." While on-site, the service specialist provided additional in-service training to the user facility on the proper use and operation of the surgical table.